Event description:
A report was received that the pt was explanted due to pain at the battery site. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices involved in the event were not returned to bsn as they were kept by the medical facility. A review of the mfg documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during mfg.